Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction e1 initial reporter.

Event description:
Additional information indicates that patient experienced infective therapy due to the high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.